Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice during dwell 3 of 4. The home patient (hp) checked the lines and bags and did not find any leaks. The unused clamps were closed. The hp did not disconnect at any time. The hp was advised to notify the peritoneal dialysis nurse of missed therapy. No patient injury or medical intervention was reported at the time of the initial call. Proper procedures per the user manual were reviewed with the hp.

Manufacturer narrative:
(B)(4). The root cause of the system error 2240 alarm can be determined at this time. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause of the system error 2240 was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction.